Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10f01037 with no defects noted. The report was not confirmed, but from the information within the complaint the cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a patient who made mistake/touch contamination and peritonitis with culture positive for (B)(6) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the patient reported the following. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. Upon a follow up call with the patient's nurse, the nurse reported that in (B)(6) 2011, the patient made a mistake/touch contamination. The nurse reported that treatment included ip antibiotics (name, dose, and frequency not reported). At the time of reporting, the patient was recovering from the peritonitis and dianeal therapies were ongoing. It was not reported if the event of patient made mistake/touch contamination resolved. The nurse reported that the event of peritonitis with culture positive for (B)(6) was unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of patient mistake/touch contamination.